Event description:
Hernia surgery with proceed mesh which is supposed to prevent other hernias which now I have chronic pain, sore at site, numbness in both hands and feet, nausea, stomach extended more than I was nine months pregnant, back issues, and small bowel obstruction, and in pain everyday.